Event description:
It was reported that the vns programming computer is faulty and would not interrogate generators. It was reported that the 9v battery of the wand and the serial cable were changed without success. Review of manufacturing records confirmed all tests passed for the device prior to distribution. The suspect usb cable was received by the manufacturer. Analysis of the device is underway, but it has not been completed to date.

Manufacturer narrative:
Describe event or problem; corrected data: the previously submitted MDR inadvertently reported about the suspect device being a usb cable instead of the programming computer.

Event description:
During the analysis on the suspect computer, it was identified that the handheld was unable to establish communication with a known good wand and generator. The reported allegation was verified. The cause for the anomaly is associated with a broken wire connection in the serial cable. Once the wire was soldered onto the transceiver pcb, no further anomalies were identified. An analysis was performed on the returned flashcard and no anomalies associated with flashcard software or databases were identified. The flashcard and software performed according to functional specifications .